Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drug ethosuximide 250mg was not crossed over pyxis. User reported drug was not available to load but listed in the formulary on the server there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not crossing over to the station to load from enterprise server formulary. A technical support specialist with customer assistance, logged into the station and identified that the medication did not have an appropriate security group assigned, advised the user to update the facility formulary by adding the correct security group, then unload and reload the medication to apply the changes. The system functioned as intended after the technical support specialist investigated the device.